Manufacturer narrative:
This incident was previously reported in MFR no.: 2518422-2025-022331. After careful review, it has been found that this case is not reportable as the device is not manufactured by philips.

Event description:
The manufacturer received information alleging a unit is lost and that the patient has passed away. There was no allegation of a specific malfunction or failure that is relevant to the reported death. Medical intervention was not specified. A pms clinical expert review determined that this event is not assessable for injury or relatedness based on the information provided at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.